Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site claimed that after they damaged the gantry covers, that the system was still functional. The site took a spin and the image quality was poor. The surgeon was still able to navigate with the images. There was no delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A0406 was coded damaged covers. A090208 was coded for the poor image quality. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: the system was serviced in the field. From thorough investigation it, appeared that the customer had performed the fluoro an d rad gain calibration incorrectly. Because of this, multiple rad gain cals had to be performed to optimize image quality. No failure was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.